Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 15 months after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 15 months after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).